Event description:
It was reported that during a device replacement and additional lead placement surgery, during the tunneling portion, the hcp could not retrieve the straw that went over the tunneling tool. The hcp abandoned the effort to retrieve the straw and let it remain in the pt. The pt was seen for his first post operative visit for programming. The pt felt better after programming and was receiving effective therapeutic stimulation. The device was replaced for a rechargeable device. The additional lead was placed for pain progression to the right arm. The initial implant was for the left arm. No additional surgery was planned to attempt to remove the straw.

Manufacturer narrative:
(B) (4).